Event description:
Physician reported left side rupture, capsular contracture baker grade unknown, granuloma, and lymphadenopathy. Also reported, "sign of siliconoma" and "prominent axillary lymph nodes with enlarged cortex most likely caused by covid-19 vaccination". "No signs of suspicious lymph nodes and no signs of malignancy". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, granuloma, and lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, granuloma, and lymphadenopathy. Also reported, "sign of siliconoma" and "prominent axillary lymph nodes with enlarged cortex most likely caused by covid-19 vaccination".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and gel and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior, crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Event description:
Physician reported left side rupture, capsular contracture baker grade unknown, granuloma, and lymphadenopathy. Also reported, "sign of siliconoma" and "prominent axillary lymph nodes with enlarged cortex most likely caused by covid-19 vaccination". "No signs of suspicious lymph nodes and no signs of malignancy". Device has been explanted.